Event description:
Neuro coordinator / mgr at (B)(6) general hospital noticed spheres were "scuffed". "This happened a couple of times during a couple different procedures." The spheres were immediately switched out with new spheres resulting in no issue with the pt and no meaningful delay to the procedure itself. "Like maybe a minute" delay or the time it takes to replace a sphere. No serious implications to the issue mentioned. It was also remarked there were issues with spheres stripping and not staying on their posts.

Manufacturer narrative:
None.